Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction and a temperature alarm occurred. Reportedly the customer's blood glucose level was 250 mg/dl. Reportedly the customer continued to use the current pump for insulin therapy, but also had manual injections available.